Manufacturer narrative:
(B)(4).

Event description:
Pt reported technical from the sensor he inserted did not work at all, pt forget the exact error message. It was reported that the sensor did not work occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the thigh on (B)(6) 2021. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a sensor did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.